Event description:
This rv lead was implanted on (B)(6) 1999 and was capped on (B)(6) 2017 due to oversensing. The physician was dr. (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).